Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. The customer reported no message appears. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app. Sensor was scanned after warm-up and glucose results was observed. Scanning was functioned as intended attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "no error message" was reported with the abbott diabetes care (adc) device when used with a samsung s21 running the android operating system version 15 and full software version 2.1.12. 11476.the customer reported that they did not receive any error messages and were unable to obtain glucose readings. Consequently, the customer felt nauseous and detected a smell of acetone, while their glucose level remained at 50 mg/dl. The customer was then taken to emergency care, where a healthcare provider diagnosed them with hyperglycemia with ketoacidosis of 600 and provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "no error message" was reported with the abbott diabetes care (adc) device when used with a samsung s21 running the android operating system version 15 and full software version 2.1.12. 11476.the customer reported that they did not receive any error messages and were unable to obtain glucose readings. Consequently, the customer felt nauseous and detected a smell of acetone, while their glucose level remained at 50 mg/dl. The customer was then taken to emergency care, where a healthcare provider diagnosed them with hyperglycemia with ketoacidosis of 600 and provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle libre link android application as this report concerns a brazil customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted.